Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2020 the user's parents reported that she was not able to hear as good as usual and they had to repeat what was said many times and the user responded less than before. There is no report of any impact and the skin above the implant was intact. The user has been re-implanted.

Event description:
On 26.feb.2020 the user's parents reported that she was not able to hear as good as usual and they had to repeat what was said many times and the user responded less than before. There is no report of any impact and the skin above the implant was intact. Further information has been requested but as of 02.apr.2020 no response has been received.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. Reportedly the decrease in hearing performance was gradual. However, a device investigation is necessary to determine a root cause. No information on further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2020 the user's parents reported that she was not able to hear as good as usual and they had to repeat what was said many times and the user responded less than before. There is no report of any impact and the skin above the implant was intact. Awaiting further information.